Event description:
It was reported that, "the pt had a tka on (B)(4) 2010. Recently, the pt was infected."

Manufacturer narrative:
The following other devices were listed in this report: scorpio nrg ps femoral component with ha size 5: cat# 81-6405l, lot# mjah2v. Series 7000 reduced keel tibia: cat# j7115-0004, lot# mje74d. Scorpio u-dome x3 patella: cat# 73-20-3910, lot# a725. Method: review of device manufacturing history record, complaint history & IFU. The reported devices were not returned for evaluation and no medical records or x-rays were provided. The results of the investigation indicate that there is no evidence that the pt's infection was related to the reported devices based on the limited information provided. Review of the sterilization certificates for all devices verified that they have been sterilized. No manufacturing and material defects were found for those devices. It is most likely that this event as related to pt or clinical factors. The product experience reporting database shows that there have been no other similar reported events regarding the reported lots of product.